Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, a patient reported that his color vision changed for the worse. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. This report was mailed to FDA on: 05/13/2009.